Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, noise that was intermittent was observed on the right ventricular lead that was noted via remotely. No intervention was performed. The patient was stable and will continue with their follow-ups.